Manufacturer narrative:
The insulin pump was received with high sleep current due to corroded electronic assembly also, an unexpected seated at the beginning of the displacement test due to corroded force sensor and motor assembly. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to force sensor anomaly. The insulin pump powered up properly after battery installation. No critical pump error alarm noted. The insulin pump had cracked case on the back at the battery tube area, serial number label, minor scratched display window, minor scratched case and keypad overlay texture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a critical pump error alarm with a red x on display window. Customer's blood glucose was 8.9 mmol/l. It was advised that insulin pump would need to be replaced.